Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of unknown chemotherapy sets would not flow. It was further reported frequent ¿kinking¿ of the tubing ¿inside the pumping channel¿; however, the tubing appeared compressed. This issue was identified approximately one hour into a 24-hour etoposide infusion via a spectrum infusion pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.